Event description:
A medtronic representative reported that the navigation system headframe instrument screw threads are worn. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Site has decided not to replace the headframe at this time. No parts have been received by the manufacturer for analysis.